Manufacturer narrative:
Exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by corrosion and the paint was flaking from an identification band. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was reportedly overheated and had paint flaking. There was no patient involvement; no patient impact.